Manufacturer narrative:
Related to regulatory report #3004209178-2020-11776. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim therapy. It was reported that they had two ins's which they believed were sliding to the right from where they were. They also believed that they were no longer working; they had a return of their bladder symptoms and the doctor had checked them about three years ago, and they couldn¿t get it to work either. The patient said that occasionally they seemed to ¿be getting spark out of the one coming out of the right,' which started a couple of months ago. They wanted to shut off the device but didn¿t know where their programmer was. They also asked for a list of doctors, as they would like the devices to be removed. The list was sent to the patient and no further patient complications were reported.